Event description:
It was reported that the respiratory therapist heard a popping sound, an audible alarm and the ventilator displayed reset. The ventilator resumed operation. The pt was placed on another ventilator. No reported harm to the pt.